Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; spoke to customer's sister. She states that customers condition has improved. Customer's sister took her to the hospital on 10/26/18. Caller does not know specific details but was told customers sugar was high. Treatment is unknown. Customer went in and left on the same day (B)(6) 2018.

Event description:
Consumer reported complaint for hi display accompanied with symptoms. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling weak. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on 10/26/2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is unknown and open vial date is unknown. The meter memory was not reviewed for previous test result history. Customer called in states that her mother's meter is reading hi and caller states she just called in earlier due to meter reading e-5. Informed the customer that hi means the customer blood sugar could be above 600mg/dl and to take her mother to the hospital. Caller states the customer feels weak at this time.